Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic super low anterior resection, the device had a difficulty in being removed from the patient. The device could be removed while the touching the several parts of the device, but the anvil remained in the patient. Then, colon fiberscope and snare were used to remove the anvil from the patient. No problem was observed at a leak test, so that no additional treatment was required. There were no adverse consequences to the patient. No further information is available.